Event description:
During the insertion, three veronail sliding screws broke. The small broken parts were left in the pt. The devices failure did not have any adverse effects on pt. The user reports that "the reason is that the screwdriver has not been properly tightened to the screw". (B)(4).

Manufacturer narrative:
This event does not meet the requirement of mandatory report, as there are no adverse effects on pt. Following the indications provided in the "public health notification: unretrieved device fragments" issued on (B)(4) 2008, orthofix (B)(6) decides to report these kind of events, on a voluntary basis. The returned screw was subject to visual and dimensional check. The visual check evidenced that the breakage of the barrel was a fragile one. The screw was highly bent. In some situations, a highly bent screw occurred due to excessive load application. The dimensional check evidenced that the screw is conforming to orthofix design specifications. The results of the technical analysis suggested that the breakages occurred are attributable to excessive force applied during insertion due to a combination of: bending load applied. Incorrect engagement of the screwdriver into the screws, as reported by the user. Orthofix historical records indicate that the defect rate during the periods of time from (B)(4) 2005 up to (B)(4) 2010 is (B)(4). Orthofix continues monitoring the products on the market.